Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door sidewall switch was not engaging when the doors were closed. The door sidewall switch was adjusted. The system then performed as intended and passed a system checkout. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant said the door was open when it appeared to be closed. This occurred during an in-service. There was no patient involved.